Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and air was confirmed in the side port. At the timing when the vizigo short was inserted into the patient¿s body and air was removed, air continued to be drawn through the hemostatic valve. No dislodgement of the hemostatic valve was observed and air was confirmed only in the side port. The sheath was replaced and the procedure was completed successfully without any issues thereafter. There was no patient consequence and no medical intervention was needed. The patient has not exhibited any neurological symptoms since the procedure was completed.